Event description:
On (B)(6) 2010, patient reported he received an e10 (cartridge error) alert while attempting to complete the change cartridge process. Patient stated he followed the instruction on the infusion device screen to "reinsert cartridge". Patient reported the plunger became stuck on the piston rod and as he was attempting to remove it, the entire contents of the insulin cartridge spilled in the infusion device chamber. Reviewed causes of e10 (cartridge error) alert. Advised patient to switch to backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.